Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 multiple times. The customer reported no adverse event. The event involved product(s) mmt-1885. Trouble shooting was performed and customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement no harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly. Unit passed the following tests: displacement and self test. Successfully utilized thump software to download history files and traces. On adapt, pump error 63 was recorded on 06/25/2024 at 18:20:12.000 hour with variable (15). Pump error 63 (variable 15) alarm due to hardware error. File # = 2017, line # = 147. Pump was cut open to perform visual inspection and found moisture damage on electronic assemblies and force sensor gold traces. Isolate to electronic stack. The following were noted during visual inspection: cracked belt clip rails, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at select button, and scratched case. In summary, customer concern for pump error 63 was confirmed. Pump error 63 alarm due to hardware error triggered by corroded electronics. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.